Event description:
It was reported that during a ptca procedure, the balloon catheter was advanced to the lesion, inflated to 10 atm, and ruptured. Then a dissection was discovered and it was treated with another balloon catheter.